Event description:
The physician was performing an ercp with a glo-tip ercp catheter. During cannulation, the distal tip of the catheter tore the tissues of the papilla. Significant bleeding and edema was encountered. The pt is reported to be in satisfactory condition and no further complications occurred.